Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Fa found the following issues: the self-test failed and there was no image in both eyes. The aea was damaged or had friction issue. The desiccant container was damaged or had loose desiccant balls. There was visual damage in the cable integrity (zone a) and the housing had discoloration. The sapphire distal window was damaged/cracked. The plug detect failed the cable tester. No photo or video was provided by the site for review. A review of the device logs for the 30 degree endoscope (part# 470057-08 / serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the 30 degree endoscope was last used on (B)(6) 2022 via system serial# (B)(4). There were 1940 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. This complaint is being reported based on the following conclusion: the customer converted to a laparoscopic procedure after the start of the procedure due to a defect to the 30 degree endoscope. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci assisted surgical procedure, the 30 degree endoscope did not display any image on the surgeon side console (ssc) and nor on the touchscreen. The customer did not have a spare endoscope on site. The procedure was converted to laparoscopic surgery. There was no report of patient harm. On may 24th, 2022, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the patient tolerated the operation well. The patient did not suffer any injuries. The system was used earlier that day in a surgery. The surgery had started about 10 minutes prior to when the problem occurred. There were no critical steps observed for the patient (e.g. Warm ischemia).